Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000126907. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported that the patient experienced pain at the ipg site and ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is impacted.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the entire system was explanted to address the issue.